Event description:
Received facility medwatch report # (B)(4) from the FDA stating: "event desc: while removing through the arterial sheath, the viperwire guidewire unraveled and broke off in the sheath. All was removed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Unique characteristics: not known . Other pt info: ethnic background: unk. Other therapies in use on pt: not known." It was reported that during an orbital atherectomy (oa) treatment procedure, a small portion of the viperwire broke off and was successfully retrieved from the pt. The lesion being treated was a very calcified, 60% stenotic cfa lesion measuring 3 cm in length. The reference vessel diameter was 6 mm. The physician used a 6f introducer sheath to cross the lesion from a contralateral approach. He spun on low and medium speeds, and then performed an angio which showed some improvement in the lesion. He then performed a high speed spin. The runs were less than 30 seconds each. After the last run, the distal tip of the viperwire appeared "bunched up." The physician removed the device and then the viperwire and found that a small piece of the viperwire had detached and remained in the introducer sheath near the hub. He removed the introducer sheath and replaced it with new 6f sheath and performed another angiogram. There was no further evidence of retained guide wire and there were no pt complications related to this event.

Manufacturer narrative:
Device analysis: the guide wire was received for analysis on (B)(4) 2010. The fractured guide wire spring tip coil was received for analysis, but the original oad and cable assembly were not returned for analysis. The initial visual and tactile exam of the guide wire section revealed that it was fractured and stretched distally. There was no biological material observed on the spring tip coil wire. Examination of the material surrounding the fracture damage did not reveal any inherent deficiencies that would have contributed to the failure. As the original oad was not returned for analysis, it could not be determined whether or not it was damaged or whether it contributed to the reported event and spring tip damage. The guide wire spring tip was examined in a scanning electron microscope (sem). The spring tip coil fracture occurred as a result of the spring tip meeting some form of increased resistance that surpassed the limits of the product design while spinning in the vessel; however, the exact root cause of the reported event is unk. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and qc requirements. (B)(4).